Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not capture on this left ventricular lead. Impedances were > 2000 ohms on this lead. There was inquiry as why a latitude alert was not sent. The patient had not been feeling well and complained of shortness of breath.

Event description:
--

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
It was noted that daily measurements were turned off on this lead and that latitude could not send an alert as no information was gathered from this lead. The lead and device are scheduled to be replaced in the near future. Should additional information become available this event will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Although the device detected out of range left ventricular impedances, the device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The memory log revealed that the device did not declare the elective replacement or end of life indicator while implanted.

Manufacturer narrative:
The device was explanted for normal battery depletion and the lead was surgically abandoned.